Event description:
It was reported that alarm 113 (reduced water temperature control) occurred in an arctic sun device. Per review of wo on 25feb2025, there was no patient involvement. Per follow up information received via mail on 25feb2025, alarm 113 occurred. Yes, the device would be sent for evaluation. The issue has not been resolved yet.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. Defective circulation pump found during the evaluation. (Arctic sun 5000) 113 reduced water temperature control. Replacing the circulation pump and calibration and function check were also performed. Technician performing the final evaluation: imi technician. Unit was evaluated for functionality per baw2800549 rev 2. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 (reduced water temperature control) occurred in an arctic sun device. Per review of wo on 25feb2025, there was no patient involvement. Per follow up information received via mail on 25feb2025, alarm 113 occurred. Yes, the device would be sent for evaluation. The issue has not been resolved yet.